Event description:
It was reported "wire has extra paint on the proximal end and made it so the dilator could not be successfully threaded over the wire - defect is visually available".

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and dilator for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The kink/offset coil in the guide wire was located 19cm from the distal tip. The overall length of the guide wire measured 45cm which is within the specification of 43.75cm - 46.25cm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.0179" which is within the specification of 0.0160" - 0.0185" per guide wire product drawing. The inner diameter (ID) of the dilator tip measured 0.021" which was within specifications 0.020" - 0.022" as per product drawing. The ID of the dilator at the proximal end measured 0.023" which was within specifications 0.022" - 0.026" as per the dilator extrusion product drawing. The od of the dilator measured 0.0631" which was within specifications 0.063" - 0.065" as per the dilator extrusion product drawing. Functional testing was performed per IFU statement, "ensure dilator is in position and locked to hub of sheath. Thread peel-away sheath/dilator assembly over guidewire. Grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel." The guide wire passed through the dilator with minimal resistance. A manual tug test was performed and confirmed that both the distal and proximal welds were intact. The instructions for use (IFU) provided with this kit warns the user, "precaution: sufficient guidewire length must remain exposed at hub end of sheath to maintain a firm grip on guidewire. Warning: do not apply undue force on guidewire to reduce risk of possible breakage." Guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked 19cm from the distal tip. The returned guide wire and dilator met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.